Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery/charger problem) has been confirmed. As received, the charger/modem was resetting and unable to recognize a battery. Upon evaluation, liquid contamination was found on the battery board. The root cause of the contamination was ingress of an unknown contaminant. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported a battery/charger problem.